Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l74640, implanted: (B)(6) 2000, product type: catheter. Product ID 8840, product type: programmer, physician. A good faith effort will be made to obtain this information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and company representative in regard to a patient receiving morphine via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. It was reported that the patient was to have magnetic resonance imaging (MRI). The reporter did not indicate the reason for the MRI was related to the device, but stated they thought the patient might be having symptoms of a stroke. The pump reached end of service (eos) on (B)(6) 2014, which was reportedly within the expected longevity range. It was unknown if they were aware the pump was going to be reaching eos or not. The pump was replaced on (B)(6) 2014. Additional information was received from a consumer. It was reported that the patient went into withdrawal when the pump went out. The event date was (B)(6) 2014. Additional information received from a healthcare professional reported there was no problem with pump. Additional information product information was requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a healthcare professional. When asked about the clinician programmer involved with the missed end-of-service (eos) message, it was reported that there were no issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.